Event description:
Info received indicates when the brakes were engaged, the head end brakes did not hold.

Manufacturer narrative:
The technician found that the bolt and nut were missing from the break link and the head end brakes were not engaging. The technician installed the bolt and nut to repair the stretcher.